Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported there was an irregular spo2 curve or the sudden loss of the spo2 curve (flat-line) on stable neonates during use of the sensor. It was noted that the led of the sensor would remain on and sometimes flash. The sensor was repositioned; however, this did not correct the issue. There is no report of any patient impact or consequence as a result of the issue.